Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: evaluation revealed a crack in the battery compartment. Unrelated to this issue, the keypad was found to be peeling near the ok button. All of the keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).